Event description:
It was reported that the perforator bit stopped during a surgical procedure and failed to restart. It was further reported that an alternative perforator bit was required to complete the procedure. No adverse consequences were reported.

Manufacturer narrative:
The product subject to this complaint was returned for evaluation. Testing performed in the laboratory failed to replicate the issue as reported. The definitive root cause for the alleged malfunction could not be determined.